Manufacturer narrative:
The subject device has not been sent to an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the image from the subject device was blurry. There was no effect on a patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h6 (type of investigation). Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the blurry image was unable to be identified. Olympus will continue to monitor field performance for this device.